Event description:
It was reported that this right atrial (ra) lead exhibited an impedance anomaly as the impedance has doubled in a linear fashion over the past year. Upon opening of the pocket, the insulation was observed to be wrinkled that left this ra lead at an abnormal angle to the connection of the device from the proximal to the lead connector pin. This ra lead was surgically revised by using a repaired kit to stabilize the lead. At this time, this ra lead remains in service. No additional adverse patient effects were reported.